Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customers blood glucose level was reported to be 240 mg/dl. It was indicated that the customer took a manual injection to stabilize blood glucose level. During troubleshooting with tandem technical support, review of pump data showed battery depleted from 100% to 20% in one day. It was indicated that the customer had alternate insulin therapy available.